Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a scratched lcd lens, and a missing battery door. There was no evidence to review in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon review, the reported problem was duplicated, the device was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was the root cause, in turn, the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: health effects - health impact corrected.

Event description:
It was reported that the pump failed volume test during testing. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.